Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported that the rad-8 had inaudible alarms. No consequences or impact to patient were reported.

Event description:
The customer reported that the rad-8 had inaudible alarms. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated and passed visual inspection. The device powered on and off using battery and ac power. The device was able to obtain readings, and alarmed audibly and visually under alarm conditions. The speaker's sound is quiet even at maximum volume due to a high impedance measurement across the system board component. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: 9713 gz, corrected data: b3 date of event updated from "(B)(6) 1901" to "(B)(6) 2021"